Event description:
The customer reported that the system needed a filament calibration. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an over the phone eval. The customer ordered and replaced the high voltage cable. The customer reported that the system operates as intended.